Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 00:23:01. During night drain cycle one, the patient's ultrafiltration reading was 841ml, indicating the home patient (hp) drained 1341ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated. The event was identified during the review of the event history logs. The cause was determined to be a false empty detect at initial drain and I-drain alarm volume was met. If additional relevant information is obtained, then a follow-up report will be submitted.